Manufacturer narrative:
(B)(4). Teleflex did not receive the device for evaluation therefore the reported complaint of leak into cath-gard is not able to be confirmed. The root cause of the complaint is undetermined. The specific lot number was not reported, but a device history record (DHR) review was conducted for all the lot numbers shipped to this account with no relevant findings. All devices passed all manufacturing specifications prior to release. The reported complaint will be monitored for developing trends.

Event description:
It was reported that while in the or the thermodilution catheter was insertion through the sheath via the patient's jugular site. At this time there was "fluid" coming into the cath-gard of the percutaneous sheath introducer (psi). As a result the products were removed and a new thermodilution and psi were used successfully.

Manufacturer narrative:
(B)(4). Device was discarded.

Event description:
It was reported that while in the operating room the thermodilution catheter was insertion through the sheath via the patient's jugular site. At this time there was "fluid" coming into the cath-gard of the percutaneous sheath introducer (psi). As a result the products were removed and a new thermodilution and psi were used successfully.